Event description:
Consumer reported pen needle broke off in her stomach. Consumer sought medical attention as her doctor removed the broken needle after an x-ray was taken.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.